Event description:
Seal alarm for fluid loss was noted after 3 minutes and 30 seconds of ablation time, and after corrective measures, the seal alarm for fluid loss was still detected. Scalding or the endometrium was noted at the end of the procedure, the used single-use device was discarded. The listed product information is from a product from the same lot. The postoperative f/u visit (6 days post op) revealed a vaginal burn and a 3rd degree right buttock burn. Treated with oral antibiotics, topical ointment, and a pain regimen.